Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure they were able to collect one biopsy with this device successfully. The forceps were reintroduced into the scope and as they attempted to take a second biopsy, the jaws would not close. The forceps and scope were removed in tandem from the patient. Once outside the scope the forceps were cut with a wire cutter in order to remove them from the scope. Additionally the device was inspected prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the device was cut and one of the pull wires was broken. The device welding and riveting was found to be within manufacturing specifications. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the jaws will not close. The most probable root cause is operational context due to an excessive force applied to the device resulting from anatomical or procedural factors in which the device pull wire broke and the jaws failed to close. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure they were able to collect one biopsy with this device successfully. The forceps were reintroduced into the scope and as they attempted to take a second biopsy, the jaws would not close. The forceps and scope were removed in tandem from the patient. Once outside the scope the forceps were cut with a wire cutter in order to remove them from the scope. Additionally the device was inspected prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.